Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient visited the emergency room on (B)(6) 2025. The patient's blood glucose levels decreased to less than 54 mg/dl. The patient reported needing to remove the pod due to a memory corruption error on the omnipod 5 iphone app. The patient then relied on backup treatment and did not resume treatment on the pods. The patient was in the ER at the time of the complaint. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information has been solicited, and a supplementary report will be filed if received.